Event description:
The mreye embolization coil migrated to the pt's lung. The physician and his colleagues decided that since the pt is asymptomatic that leaving the coil would outweigh complications of removing the coil. At this time, the pt is asymptomatic.

Manufacturer narrative:
Lot - unk as not provided by reporter. Unk as not provided by reporter. (B)(4) - device being left in pt unretrieved in unintended place is not specifically labeled. (B)(4) - migration is labeled. Quality control (qc) inspects the diameter of first and last curl. The product is shipped with instructions for use which states: "positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient blood flow should remains to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel." No product was returned to assist in our investigation. Add'l info was requested in regards to coil placement location and vessel diameter, however, this info was not provided. Qc verifies the first and last curl diameter of the coils. Without add'l info we are unable to determine what may have led to this failure mode. We will continue to monitor for similar complaints and have notified the approx personnel. We will continue to monitor for similar complaints and have notified the appropriate personnel. Quality engineering risk assessment was not updated in response to this complaint. The addition of this complaint would not increase the occurrence rate or risk priority number. Therefore, the conclusion of qera, that no further mitigating action is necessary at this time, is still valid.